Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that, "tip of torque wrench broke off into blocker during final tightening. Removed all metal fragments from wound."